Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a past stored episode there was an undersensed beat on the right ventricular (rv) lead. The physician reprogrammed the sensitivity. The rv lead is now exhibiting t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed once again and remains in use.